Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) reported the event date was updated to (B)(6) 2017. On (B)(6) 2017, the patient began experiencing redness with some discomfort at the site of the pump location. The area was monitored. The patient denied worsening of ph (pulmonary hypertension) symptoms. Redness progressed and discomfort continued. Dermatology and infectious disease consulted with testing performed, and treatments were attempted without resolution. The etiology remained unclear and after approximately 6 weeks, and it was decided that the pump should be removed. It was noted the system potentially could be replaced in the future if the issue resolved. The subject was admitted on (B)(6) 2017 with pump and catheter explanted on (B)(6) 2017. The patient was required to remain hospitalized until insurance approval was obtained for the external infusion.  The patient was discharged on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
Additional information received from a healthcare provider (hcp) via clinical study indicated the patient continued to have the redness and all recent testing (skin biopsy and ultra sound with minimal aspirate sent for cultures) remained negative. It was noted the pathology sounded more like a non-infectious dermatitis. The patient came in for a refill as scheduled on (B)(6)2017 and the actual volume was approximately 1ml less than what was expected. The patient was still not having symptoms of infection and had not noticed a change/worsening of remodulin side effects. The blister at the lateral end of the incision seemed to be a little bigger. The doctor was able to aspirate a couple drops from it and sent it for culture. Another doctor did the same thing the previous week and the culture was negative. It was further reported that there were no fevers and they didn¿t think the reddened area was any warmer than other areas. A note from (B)(6)2017 indicated without improvement on the new antibiotics the patient was admitted to the hospital for the cultures and ultrasound. There was no change to the site and the IV antibiotics were discontinued. The patient was returned home. It was noted the redness waxed and waned with intermittent stinging/burning at the site on (B)(6)2017. On (B)(6)2017 the patient developed a blister at the lateral end of the incision. There was peeling at the incision site. A topical steroid was started on (B)(6)2017. It was noted it was most consistent with a hematoma. On (B)(6)2017 the patient reported some improvement in the redness with the start of the topical cream. On (B)(6)2017 the patient reported the site was more red and irritated with cream. At the second refill on (B)(6)2017 the aspirate of the pump pocket sent for culture and found rare propionibacterium acnes. The patient saw the dermatologist after the refill, the blister was drained and sent for culture but the results were negative. The patient was instructed to continue the cream twice daily and cover with tegaderm. On (B)(6)2017 the patient reported improvement with cream and tegaderm. The blister felt better and was smaller. On (B)(6)2017 the patient reported continued improvement and continued the cream with tegaderm. On (B)(6)2017 the redness at the site continued to wax and wane. The patient reported slight throbbing intermittently from two areas (around the catheter access port area and just below the blister on the side of the pump). The patient described the pain as nagging or stinging, depending on positioning or activity. It was noted the site was tender to the touch. The patient noted it was more sore than a bruise with occasional burning/stinging sensation once in a while. On (B)(6)2017 the patient had continued pain, treated with ibuprofen/tylenol/ice. The patient reported increased discomfort of the last week. On (B)(6)2017 the patient reported worsening. They planned to start systemic steroids (60mg x 3 days, 40mg x 3 days, 20mg x 3 days, and 10mg x 3 days). The topical cream was discontinued. A new blister starting on the medial end of the incision with increased bright redness was noted. After seeing the new pictures, they stopped the systemic steroids per the doctor's order. The patient had taken one dose of 60mg. It was later reported had the entire system removed on (B)(6)2017. The explant went well with the catheter easily removed from vasculature and tunnel. Both the doctors thought the incision looked infected, but the deep pump pocket looked no different than at the replacement in (B)(6) (not infected). The patient and a doctor thought the skin reaction looked like remodulin subq delivery. Nothing obvious was observed on the explanted system, the connections looked fine, but not inspected closely. The patient strongly wanted a new implanted system as it had changed his life. Returned paperwork indicated the patient had pain at the device site after change out of the device. The reason for device removal was unknown infection or hole in the catheter. The devices were being returned to determine if anything was leaking drug subcutaneously. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the rash/redness was not completely resolved but much improved per the hcp.

Manufacturer narrative:
Analysis of the pump found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the relatedness of the event was unknown if it was related to the system modification procedure, unknown if it was related to the pump, and unknown if it was related to the remodulin injection. After an extensive evaluation of the site and symptoms over an approximately 8 week period, no definitive etiology was identified. Pump interrogation and blood tests were all normal for the subject. The outcome was unresolved with no further action planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving remodulin (10.0 mg/ml at unknown dose) via an implantable infusion pump. It was reported the patient began developing some redness at the incision site on approximately (B)(6) 2017 or (B)(6) 2017. No fevers or other signs of infection and his white blood cells had been normal. The patient came in on (B)(6) 2017 for a regularly scheduled pump refill which was completed without difficulty and a 100% accuracy ratio. The doctor assessed the redness and performed a needle aspiration with 5-6 mls of fluid obtained and sent for culture. The drainage was reddish-brown, did not appear purulent and no obvious remodulin odor. The patient was empirically started on septra twice daily. Cultures were negative, however the redness continued to progress throughout the week and they switched antibiotics to linezolid and keflex on (B)(6) 2017. The patient remained without any signs of infection or worsening pulmonary hypertension symptoms and no increase in remodulin side effects. New areas of redness were noted on the afternoon of (B)(6) 2017 (48 hours on the new antibiotics), so they had decided to bring him in for additional evaluation. A 2 view kub was done when the patient was there the prior week for his refill. The doctor discussed with the radiology attending and there were no obvious disconnections that they could see. It was further reported that the redness was a little worse. It was noted consults with dermatology and infectious disease were planned for later in the week of (B)(6) 2017. A skin biopsy was planned and they were to rule out allergic and fungal. No further complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis found a slice cut in the catheter body not related to explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative indicated the event was considered resolved on (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-mar-12. It was specified that the redness at the incision site was classified as a serious adverse device effect, was related to the system modification procedure, and was related to the remodulin injection.